Manufacturer narrative:
An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon placing lens into the eye, cartridge misfired. There was patient contact. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: additional information was received. As a result, the following fields have been updated: section d10: device available for evaluation: yes. Returned to manufacturer on: 1/24/2020. Device evaluated by manufacturer: yes. Device evaluation: the preloaded insertion system was received at site 1/24/2020. The plunger component was observed in a fully advanced position. The cartridge component was observed correctly engaged into lower body of the device. The lens was observed stuck at the cartridge tip. Part of the lens was observed out of the cartridge tip. The reported issue could not be verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation requests have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.